Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). It is unknown whether or not this device was in use on a patient. The customer refuses to provide additional information for this investigation. The customer did not return the device. Carefusion attempted several times to obtain the lot numbers for the devices and the customer refuses to give additional information. The definite number of suspect devices are unknown. The customer gave an estimate of "about 5 to 6 devices".

Event description:
The customer reported that he has about 5 to 6 sprintpacks that shows signs of overheating. The customer stated that the sprintpacks show melting around the "pins." It is unknown whether or not there was patient involvement and the event dates for these occurrences are unknown.